Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer 5.1 had failed to close. A field service engineer spoke with the pharmacy technician and corrected the issue in the storage space configuration. Remote support service (rss) confirmed that the errors were corrected. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, nurse was unable to retrieve medication from the pyxis and reported that the device required recovery. The technician inspected the unit and instructed the nurse to remove the cubie. After removal, drawer 5.1 would not close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.